Event description:
Attempted x3 to pass an 8fr compat feeding tube. First attempt down (rt) nare. Second, down (lt) nare. Third down (rt) nare again. When pulling back tube, slight resistance noticed. Tube pulled completely out, weighted tip at end of tube missing. Approximately 1" long. Bed searched for tip. Physician notified immediately. X-rays identified on 3/14 and did identify tip.